Event description:
Related manufacturer report number 3006705815-2022-14148. It was reported that one of the patient's leads had migrated, confirmed via x-ray. In turn, surgical intervention may take place to address the issue. Note: as it is unknown which lead migrated, both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.